Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom hospital power supply is a power supply unit which has an integrated, molded wall input power cord. The hospital ac power supply connects the power adaptor to a wall power outlet. The customer, a syncardia certified hospital, reported that the freedom driver power supply was "broken" and not powering the driver while supporting a patient. The freedom hospital power supply was exchanged for an alternate power supply. There was no reported adverse patient impact.

Manufacturer narrative:
Visual inspection of the power supply confirmed a broken white hypertronics connector. Investigational testing could not be performed due to the damage, however, a broken connector would cause an ac power supply to not power a freedom driver, as reported by the customer, due to its inability to make an electrical connection with integrity. The root cause of this damage could not be determined, but it is most likely due to rough handling. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4775 follow-up report 1.